Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead was dislodged. Fluoroscopy confirmed this reported issue. A revision procedure was performed. Attempts to reposition this lead were unsuccessful. The lead was removed and replaced. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.